Manufacturer narrative:
(B)(4). Concomitant medical products- unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee articular surface catalog #: ni lot #: ni, unknown nexgen rotating hinge knee patella catalog #: ni lot #: ni, unknown nexgen rotating hinge knee stem catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this event: 0001822565-2018-06891, 0001822565-2018-06892, 0001822565-2018-06893, 0001822565-2018-06894, 0001822565-2018-06895. Investigation incomplete.

Event description:
It is reported that the patient underwent a total right knee arthroplasty revision to address infection. All components were removed and replaced with temporary antibiotic spacers. It is unknown how long the devices in question were implanted prior to the development of infection, as the patient underwent several knee procedures that included implantation and removal of knee prostheses within one (1) month prior to the revision. No additional patient consequences were reported.

Manufacturer narrative:
It was identified upon receipt of additional information that this device was not related to the infection, as the device was implanted greater than one year prior to the development of the infection.

Event description:
It was identified upon receipt of additional information that this device was not related to the infection, as the device was implanted greater than one year prior to the development of the infection.